Event description:
It was reported that an unspecified malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer was informed that the pump needed replacement and planned to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery.